Event description:
Allegedly the prosthesis failed and showed loosening in the right hip.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00549, 00550, 00551, 00552.